Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient experiencing a power disconnect with one (1) controller and one (1) battery that was concomitant to the event. There was no reported patient injury related to this event. The controller and battery were taken out of use and new equipment was issued to the patient. The reported controller and battery were not returned to the manufacturer. Review of the manufacturing documentation for both devices confirmed that the associated devices met all requirements for release. The root cause for the reported event cannot be conclusively determined as the devices were not returned for evaluation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports 3007042319-2016-00232 and 3007042319- 2016-00233 submitted for devices related to the same even.

Event description:
It was reported from the united states that both controller power sources simultaneously disconnected from the controller while the patient was performing a routine change of power sources. The controller and battery were not returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.